Event description:
Post-operative cts show that the baseplate slopes downwards (there may be a fracture of the glenoid but that was not noticeable per-operative), differently from the planning. However, no issue occurred during the surgery regarding nextar technology or the planning. The patient is doing quite well. The surgeon is not planning any revision.

Manufacturer narrative:
Batch review performed on 14 nov 2024: lot 2344016: (B)(4) items manufactured and released on 02-apr-2024. Expiration date: 2029-mar-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Logfile analysis: the analysis of the provided log files did not highlight any issue regarding nextar workflow. Registration was completed successfully and achieved positioning was saved during the reaming step. Saved values of the reaming report: sup. Inclination: 3° retroversion: -3° depth: 0mm these values are very similar to the planed ones. It is not possible to hypothesize the root cause of the reported behavior. My solution planning analysis our analysis of the my shoulder process for this case found no deviations from the standard procedures. Each step has been performed correctly. No root cause can be identified.

Manufacturer narrative:
Follow-up generated by the receipt of the CT scans on (B)(6) 2025. Mysolution planning analysis: our analysis of the myshoulder process for this case found no deviations from the standard procedures. Each step has been performed correctly. No root cause can be identified. Post-operative CT has been compared with the planning: it is noticeable that the preoperative indication was not met, especially regarding the retroversion of the implant. It is not possible to define the root cause of the malpositioning. Conclusions: the overall investigation did not reveal any anomalies related to the planning or nextar technology. The event could be related to anomalous factors unrelated to the device or the technology used intra-operatively, but the information received is not sufficient to determine a certain root cause.

Event description:
Surgery was performed on (B)(6) 2024. Post-operative cts (taken on (B)(6)2024) show that the baseplate slopes downwards (there may be a fracture of the glenoid but that was not noticeable per-operative), differently from the planning. However, no issue occurred during the surgery regarding nextar technology or the planning. The patient is doing quite well. The surgeon is not planning any revision.